Event description:
It was reported that the patient was feeling unexplained intermittent pain/shock/tingle on right side of their head and right arm. Manufacturer representative (rep) asked patient if any procedures/trauma/falls recently. The patient stated no but they do exercise/yoga at gym. Rep had patient who lives far away run MRI mode on patient programmer and results came back ok. Patient was redirected to healthcare provider (hcp) and patient stated she has an appt end of march. Rep forwarded information to hcp.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 15-feb-2023, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #:(B)(4), ubd: 23-oct-2021, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the tingling and headaches seemed to resolve in the past few days when stimulation was adjusted and decreased to 1.8 ma which helped reduce the intermittently tingling. The patient slowed increased back to 2.5 ma and hadn¿t had anymore issues for a day days. The rep did perform multiple impedance tests with the patient¿s right arm up, to the side, lying down flat, and lying turned to the right, and with pressure on the extension connector site, neurostimulator site, sitting at a computer which was when the patient thought they felt the tingling, but all impedance tests were within normal limits/similar ranges. The hcp didn¿t think the left side headaches were related to the device as the patient weight lifted (not post-op) which they think may have caused an issue/pinched nerve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the shocking wasn¿t determined. The patient¿s physician said it could be a non-dbs issue as the patient had neck issues/pain dystonia. It was recommended for the patient to follow-up with their hcp to rule-out the device as the cause by decreasing stimulation or turning it off to see if the issue resolved, but no action hadbeen taken as of yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.